Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection. The site was swollen and painful. For treatment, the patient was prescribed a oral antibiotic. The pod was worn between 36 and 48 hours on the arm. No further details.